Event description:
One touch basic enhanced meter would not power on. This issue was not resolved with troubleshooting. Patient stated that the meter had not worked in several days due to this issue. Medical affairs specialist was unable to contact the patient for more clinical information. Per initial information provided by the patient, went to the emergency room due to not feeling well. At the ER, received insulin. Unknown what blood glucose level was at the hospital. This case is reported as a meter malfunction since there is insufficient information about the hosptial visit.